Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle mesh. Later the pt experienced a string hanging from the vagina, second degree cystocele with bearing down, urinary tract infections, pelvic pain, scarring, pain, spasms, inflammation of the pudendal nerve and hematuria. A suture was removed in office.